Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation procedure a cardiac perforation occurred. Following the ablation procedure an effusion was discovered via intracardiac echocardiography. A pericardiocentesis was performed to stabilize the patient however surgical intervention was required. The heart was perforated at the base of the left atrial appendage where the ablation catheter was used. There were no performance issues with any abbott device.